Event description:
It has been reported to the company that during the procedure this device experienced intermittent continuity. The device was removed and replaced. There is no report of pateint injury. The device is being refurned for the company's analysis.